Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of an erroneous low result for 1 patient sample tested for elecsys hcg + b on a cobas e 801 module. The initial result was 405 miu/ml. The sample was repeated with a result of > 10000 miu/ml. The sample was repeated with a 1:100 dilution and the result was 29695 miu/ml. It is not known if the erroneous result was reported outside of the laboratory. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 329456 with an expiration date of 31-aug-2019. No foam or fibrin was noticed. Liquid flow cleaning was last performed on (B)(6) 2019. Calibration and qc were acceptable. The sample was allowed to clot for 2 hours and spun for 10 minutes at 2500 rpm. Based on the type of sample tube the customer uses, the sample should be allowed to clot for 30 minutes, inverted 5-6 times and spun for 10 minutes at 1100 - 1300 g. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.